Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was having shortness of breath. The lead exhibited ra noise and oversensing, which may have been due to minute ventilation (mv) oversensing. The patient was brought in for testing and impedance measurements of greater than 3000 ohms and non-capture were noted. Patient isometrics were performed which reproduced the noise. Additional information was received which noted an x-ray, patient isometrics, and lead troubleshooting were performed, and there was a lead integrity issue found. It was noted this was mostly likely to be subclavian crush. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this right atrial (ra) lead was later explanted due to noise, oversensing, pacing inhibition, and impedance measurements of greater than 3000 ohms. During the procedure, a visible fracture was observed upon removing the lead, and also noted via fluoroscopy. This was noted to be due to subclavian crush. No additional adverse patient effects were reported.